Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy in their cervical pain area. Impedance check revealed high impedance on the lead. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Effective therapy was restored post operation.